Event description:
Ventricular sensing issue. Observe for potential noise on the rvbipolar and rvtip/rvcoil egms as well as check impedance measurements during the testing for variat ion. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).